Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2010-00196.

Event description:
It was reported that: "pt had revision due to metallosis and osteolysis."